Manufacturer narrative:
The device was deployed under normal use conditions and is believed to have functioned in a normal intended manner. The device is single use and has not been returned as it was discarded after the procedure. The implant appears to have been successfully delivered.

Event description:
On may 21, 2018, neotract was informed of a patient who developed an infection. The patient was treated with the urolift system on (B)(6) 2018. The procedure was uneventful and the patient was sent home on prophylactic antibiotics (ciproflaxin) for 5 days. On (B)(6) 2018, the patient returned with a swollen testicle and was prescribed an additional course of antibiotics. On (B)(6) 2018, the patient was admitted to the hospital for a week and received IV antibiotics (vancomycin and mupirocin) with no improvement. The patient had a white blood count of 20,000 on admission and discharge. A urine culture was negative twice. On (B)(6) 2018, neotract was informed that the patient had a single orchiectomy.